Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure to treat an arteriovenous malformation (avm) using a neuron 6f 070 delivery catheter (neuron 070). After administrating glue to the patient and upon removal of the neuron 070 from the patient, the physician noticed that the neuron 070 was broken at the hub. Therefore, the procedure was completed using a new neuron 070. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron dc was kinked under the strain relief approximately 1.0 cm from the hub and ovalized approximately 3.0 cm from the distal tip. Conclusions: evaluation of the returned device confirmed it was kinked under the strain relief. This damage likely occurred due to forceful manipulation of the neuron dc proximal shaft during use. Further evaluation revealed the distal shaft was ovalized. This type of damage typically occurs due to forceful gripping or pinching of the neuron dc during preparation or use. Penumbra catheters 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.